Event description:
Intl customer reported that a pt developed an infection at an unspecified time following ear surgery.

Manufacturer narrative:
Infection occurred. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.